Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative regarding a trial patient with an external neurostimulator (ens). It was reported that the patient mentioned that the lead might have moved. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.